Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery. This case was a non bsc stent instent restenosis. On the first inflation the 3.75x20mm maverick2 monorail balloon catheter was inflated for 15 seconds and ruptured at 8 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is no problem with no complications reported.